Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported stomach pain and constipation as of (B)(6) 2017. On the day of the initial report, patient reported feeling better and passing multiple bowel movements. A day later, patient reported having a uti. On (B)(6) 2017, patient experienced less than 50% improvement in symptoms. It was also reported that they have a uti, diarrhea, and pain in their back. Patient was advised to connect with their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.